Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure near the brachial artery using an indigo system catd aspiration catheter (catd). During the procedure, the physician made about 10 passes using the catd with a non-penumbra sheath. The physician then felt resistance while making another pass, and the catd became kinked. The catd was therefore removed, and the procedure was completed using an indigo system aspiration catheter 8 and the same sheath. There was no report of an adverse effect to the patient.